Event description:
(B)(4). I had essure implanted in (B)(6) 2013 and since then I experience dizzy spells, fatigue, severe stabbing pains in lower abdomen, unexplained bruises, weight gain, and nausea.